Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed a single occurrence of system fault 65 indicating a program data corruption. In-house testing could not reproduce the reported fault. The device logs were sent the design house for an extensive engineering investigation. The investigation determined that the system fault 65 error was due to a software issue. The device software was updated and the device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65). There was no patient injury reported as a result of this incident.